Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported the aberrometer felt loose and unstable on the microscope. Additional information has been requested.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The root cause of the reported event is likely attributed to the xy movement issue of the microscope optical head, which led the customer to observe their aberrometer was unsteady. The manufacturer internal reference number is: (B)(4).